Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the cartridge was leaking from the o-ring. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with more than 300 units of insulin during the load sequence. Customer loaded a new cartridge to address the issue. Reportedly, the customer overfilled the cartridge. Tandem technical support informed the customer that filling the cartridge with more than 300 units is off label per the tandem user guide. There was no adverse impact to the customer's blood glucose level.